Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: the battery cap was unable to fully tighten. The battery cap threads were found to be damaged. The battery compartment threads were also damaged. Battery compartment cracks were observed in the thread area and below the grip pad. There was evidence of moisture contamination found inside the battery compartment. The pump was not responding using the returned battery cap; therefore, a test battery cap was used to complete testing. There was no audible tone, no vibration alert and the display remained blank upon battery insertion. A leak test revealed a leak at the battery compartment crack. The pump case was removed; there was evidence of additional moisture contamination found inside the pump on the transceiver board and other associated electrical components. A data download was unable to be completed due to an unresponsive pump and internal moisture damage.